Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. Inspection of the washer revealed a loose worm clamp at the condenser drain assembly. The technician installed a new condenser drain assembly and secured it with a new worm clamp. The washer was tested, confirmed operational and returned to service.

Event description:
The user facility reported an excessive steam leak from a reliance 444 washer. The room where the washer is located filled with steam. The facility turned off the device. No injuries were reported. No procedural delays or cancellations occurred.